Event description:
A report was received that the patient was experiencing a burning sensation at the ipg site. The patient will undergo a pocket revision.

Manufacturer narrative:
Event date: (B)(6) 2013.